Event description:
The patient was originally implanted with an intuitrak bifurcated stent graft an infrarenal aortic extension and two iliac limb extension to treat an abdominal aortic aneurysm (aaa). This initial procedure was over eleven (11) years ago. Another physician placed a medtronic endurant (non-endologix) cuff with endostaples for an unknown reason on an unknown date. The patient presented with a ruptured aaa on an unknown date and the ovation prime abdominal stent graft system was implanted. Approximately seven (7) years post the ovation prime procedure, the patient complained of abdominal pain and the aneurysm sac was found to have increased in size measuring 14cm without an apparent endoleak. Additionally, the right common iliac limb did not appear to have good wall apposition; therefore the physician elected to place two (2) ovation ix iliac extensions followed by surgical evacuation of the aneurysm sac. The lumbar arteries were then over sewn and the aneurysm sac was closed. There were no endoleaks at the end of this procedure and the patient was discharged the next day. Note: as no product deficiency has been alleged regarding the previous secondary procedure with an endurant (non-endologix) device on an unknown date, a separate report will not be filed for that event. However, a separate report will be filed for the tertiary in 2014 with ovation prime due to a ruptured aaa. This MFR. Report # 3008011247-2022-00017 is to address the aneurysm enlargement and abdominal pain event with quarternary procedure on (B)(6) 2022.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was originally implanted with an intuitrak bifurcated stent graft an infrarenal aortic extension and two iliac limb extension to treat an abdominal aortic aneurysm (aaa). This initial procedure was over eleven (11) years ago. Another physician placed a medtronic endurant (non-endologix) cuff with endostaples for an unknown reason on an unknown date. The patient presented with a ruptured aaa on an unknown date and the ovation prime abdominal stent graft system was implanted. Approximately seven (7) years post the ovation prime procedure, the patient complained of abdominal pain and the aneurysm sac was found to have increased in size measuring 14cm without an apparent endoleak. Additionally, the right common iliac limb did not appear to have good wall apposition; therefore the physician elected to place two (2) ovation ix iliac extensions followed by surgical evacuation of the aneurysm sac. The lumbar arteries were then over sewn and the aneurysm sac was closed. There were no endoleaks at the end of this procedure and the patient was discharged the next day. Note: as no product deficiency has been alleged regarding the previous secondary procedure with an endurant (non-endologix) device on an unknown date, a separate report will not be filed for that event. However, a separate report will be filed for the tertiary in 2014 with ovation prime due to a ruptured aaa. This MFR. Report#: 3008011247-2022-00017 is to address the aneurysm enlargement and abdominal pain event with quaternary procedure on (B)(6) 2022. Clarification: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an intuitrak bifurcated stent graft, an infrarenal aortic (proximal) extension and two (2) limb extensions. Approximately two (2) years post initial procedure, the patient presented with a type ia and ib endoleak. The physician elected to treat the patient by implanting bilateral non-endologix stents in the iliac arteries and a palmaz stent in the aortic neck sometime in year 2013. Note: as the exact therapy date is unknown, the best estimate was used, which is the first day and month of year 2013. This additional finding of a type I endoleak was discovered during clinical assessment to patient ID: (B)(6). Therefore, an additional MDR (medical device report) will be submitted to capture this event. Approximately two (2) years post secondary endovascular procedure, the patient presented with an aortic rupture. The physician elected to treat the patient by implanting the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2014. This event was previously captured per MFR. Report#: 2031527-2022-00043. Approximately seven (7) years post tertiary endovascular procedure, the patient presented with abdominal pain and an enlarged aaa (to 14cm) without an apparent endoleak. In addition, the right common iliac limb did not appear to have good wall apposition. The physician elected to treat the patient on (B)(6) 2022 by implanting two (2) ovation ix extender devices, over-sewing the lumbar arteries and closing the aneurysm sac. No endoleaks were identified at the conclusion of the (quaternary) procedure and the patient was discharged the following day. Additional information identified during clinical assessment; an indeterminate, proximal endoleak and aortic rupture also occurred at the time of the reported event. Note: this MDR (patient ID: (B)(6) is to address the event of endoleak (at indeterminate origin), aneurysm enlargement and aaa rupture.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported significant aneurysm sac growth (of 44.5mm) and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a proximal endoleak (type unknown) and aortic rupture occurred that were not in the event as reported. These findings were discovered during an examination of the angiogram study and operative note dated on (B)(6) 2022. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. While there were multiple non-endologix stents present in the proximal neck and the bilateral iliacs (off-label concomitant product use), it is unclear if this contributed to the reported event. In addition, there were multiple revisions of the initially implanted stent (cautionary product use condition). The procedure-related harm for this event was an additional surgical procedure (laparotomy and thrombectomy of the aaa sac). The final patient status was discharged home on the fifth post-operative day. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem. D10: therapy dates. G3: awareness date. H6: medical device problem codes; remove 3190. H6: investigation finding codes; remove 3233. H6: investigation conclusion codes; remove 11.